Event description:
It was reported that approximately six weeks post-implantation, the patient underwent a left hip revision due to a peri-prosthetic femur fracture following a fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04): stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and review of the available records identified the following: periprosthetic fracture of the proximal left femur. Left hip arthroplasty with maintained alignment. A definitive root cause cannot be determined. It was indicated the patient fell, however the reason for the fall is unknown. The rep indicated the patient was older. This complaint was confirmed based on the mmi report confirming the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.